Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for five patient samples. Of the data provided, only the results for one patient were discrepant. The result from the meter was 4.9 inr and the results from a laboratory using dade innovin reagent was 3.7 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The patient had no antiphospholipid antibodies and no anemia. The suspect meter and strips were requested to be returned for investigation. The returned meter and two vials of strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr , donor 2 inr: 2.9 inr . Donor 1 hct: 43% , donor 2 hct: 40% . Testing results: donor 1: retention meter with masterlot strips: 2.2 inr , customer meter with customer strips vial 1: 2.3 inr , customer meter with customer strips vial 2: 2.2 inr . Donor 2: retention meter with masterlot strips: 2.9 inr , customer meter with customer strips vial 1: 3.0 inr , customer meter with customer strips vial 2: 2.9 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 294943) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.